Event description:
Treatment of a stroke. It was reported that the patient underwent mechanical thrombectomies on (B)(6) 2013. Repositioning of the solitaires was required in both cases because it was difficult to place the solitaires correctly due to calcified lesions. In both cases, the solitaires detached as the catheters were withdrawn a second time in order to reposition. No other injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00741.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remains in the patient and the pushwire was discarded. (B)(4).